Event description:
Customer reported that pump shut down unexpectedly despite having sufficient battery life. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.